Event description:
Hospital advised that the pump alarmed and displayed channel error. Hospital biomedical engineer reported that error code 242.4010 was in the error log. There was no patient consequence.